Manufacturer narrative:
Review of the data for the initial test result confirmed that a CT at the lod for the assay was generated. An investigation was performed on the reagent lot and no product problem was found. Given the borderline positivity of the liat result for sars-cov-2 and the more concerning picture of bacteremia and possible sepsis, the primary cause of death in this patient is less likely to be a covid-19 infection. In addition, given the borderline positivity for sars-cov-2 and the use of remnant specimens for additional testing, it is not unexpected that confirmatory/repeat testing of the specimen (including with liat on a different analyzer) yielded a negative result. While it is possible the original liat result was a false positive for sars-cov-2, it is equally plausible that the patient had a true positive result for sars-cov-2 with a very low viral concentration in the specimen that explains a negative result with subsequent testing on the same or different platform. In summary, this case involves an allegation of a false positive liat scfa result for sars-cov-2 that was not alleged by the customer to have caused harm. Moreover, covid-19 infection (if it was present or not) seems less likely to be a primary contributor in this patient¿s death. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged discrepant results for a patient on the cobas sars-cov-2 & influenza a/b assay. A discordant result was obtained on scfa for the sars-cov-2 result but harm to the involved patient was not alleged. This case involves a (B)(6) male with diabetes who presented on (B)(6) 2021 to a us hospital with fever and was subsequently found to have a uti and gram positive bacteremia, an overall clinical picture concerning for possible urosepsis given the information that was provided. In addition, the patient tested positive with a nasopharyngeal swab for sars-cov-2 on liat scfa with a delayed value very near to the lod. However, multiple subsequent tests (cdc reagent, repeat liat testing on a different analyzer) performed on the remnant nasopharyngeal specimen were all negative for sars-cov-2. The patient left against medical advice without knowing about the positive blood culture result and before being admitted. The patient was reported to have passed away after leaving the hospital. The customer confirmed that no actions/decisions were taken (or not taken) based on the positive sars-cov-2 result and that the alleged discordant liat result did not contribute to the patient's death.